Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. No delivery anomaly noted during testing. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications, but had cosmetic damage present. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 400 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. It was also found the insulin pump failed a high pressure test during troubleshooting. Customer's current blood glucose was 280 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.